Manufacturer narrative:
Technical services attempted to provide the safety data sheet to the customer, but she disconnected the call before contact information could be gathered. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2023. Per the consumer, she accidentally splashed the reagent in her eye and immediately called technical service for a resolution. The consumer reported "washing" her eye with clean water and stated that her eye still "feels a bit itchy". The consumer was advised via phone to wash her eye with clean water and was verbally given a number to call in case of emergency before the consumer dropped the call. No additional information, including treatment and outcome, was provided.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2023. Per the consumer, she accidentally splashed the reagent in her eye and immediately called technical service for a resolution. The consumer reported "washing" her eye with clean water and stated that her eye still "feels a bit itchy". The consumer was advised via phone to wash her eye with clean water and was verbally given a number to call in case of emergency before the consumer dropped the call. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service attempted to provide the safety data sheet to the consumer, but she disconnected the call before contact information could be gathered. Technical service was able to verbally provide the consumer a phone number in case of emergency. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single use; device discarded